Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the upstream sensor to be failing, as evidenced by the signal output of the upper sensor being out of specification, making the device more sensitive for air alarms. The device was not in specification in relation to the reported symptom. The upstream sensor assembly was replaced.

Event description:
It was reported that a pump has an "air in line failure." The customer stated that there was no air in the line and that the issue was discovered during pm testing.